Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was reported that the patient's pump alarmed due to low reservoir on (B)(6) 2015. The healthcare provider (hcp) believed that the pump went dry an approximately (B)(6) 2015. The patient's clinic tried multiple times to call the patient, but was unable to reach him. On (B)(6) 2015, the patient called back stating that he forgot to get the pump filled. The patient was to be seen on the day following this report for a refill, but the clinic was asking if they could fill it. The device system was used to deliver fentanyl (50 mg/ml at 7.735 mg/day). Patient symptoms and final patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated.